Event description:
During an in-clinic follow-up, decreased defibrillation impedance was observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable.